Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that a trained physician successfully completed arteriotomy closure using the perclose proglide device after an unk procedure in the rfa. Approx 5 hours post-procedure, the pt complained of leg pain. The patient was checked and had 2 pulse plus in the femoral artery. When checked again, it was found that there were no pulses. A surgical cut-down was performed and it was found that during the closure procedure, the suture had clipped the intima-media and grabbed the vessel wall. The suture was removed. Reportedly, the incident was related to the technique that was used to place the suture; over insertion of the device. Currently, the pt's condition is unknown. No additional info is available.